Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the physician advanced the clip through the over sheath and successfully opened the clip prongs; however, the clip broke off from the catheter and fell into the patient in an open state. The clip was retrieved from the patient with the use of forceps. The procedure was completed with another resolution clip device. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4) for the reported issue of clip falls into the patient in an open state. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.